Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, during troubleshooting with tandem technical support (cts), cts found that the customer may not have filled the space in the short tubing that is connected to the needle site when the site was changed. Cts informed the customer that the tubing needs to be primed before attaching the needle into the body. Cts assisted the customer through a new site change and was able to successfully resume insulin delivery. The customer's blood glucose level was mid 300's mg/dl with mild ketones. The customer delivered a correction bolus and a manual injection.